Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined the no image was caused by a faulty cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image on the hd autoclavable camera head. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred prior to an unknown procedure. The procedure was completed using a similar device. Customer confirmed that there was no delay in the procedure and there was no harm to the patient. Procedure and patient information is unknown.

Manufacturer narrative:
H4 - correction to the device manufacturer date.